Event description:
The account reported the bed exit would not set. The bed was located in the first floor hallway at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found that the bed functions as designed. Most likely cause is user error. No repair needed, bed functions as designed. Based on this info, no further action is required.